Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that customer received an external ram crc error alarm and an unexpected restart alarm right after battery change. It was reported that insulin pump was not stored for an extended period of time. Alarm history showed that both alarms occurred more than once. Customer's blood glucose was 6.8 mmol/l. Insulin pump would be replaced.